Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the high voltage table set to eliminate arcing. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had arcing issues continue after a repair last week where the x-ray tube and hv tank had been replaced.